Event description:
Reprise IV lotus edge post market study: it was reported that complete heart block (chb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. The subject received loading doses of 325 mg aspirin and 600 mg of clopidogrel. An isleeve introducer was placed then a 23 mm lotus edge valve (lot:25153276) was inserted but not implanted and was retrieved due to small sizing. A second 25 mm lotus edge valve (25319444) was implanted successfully into the correct anatomical location. Post procedure event summary: on the same day post index procedure, electrocardiogram(ECG) and echocardiogram revealed new third degree atrioventricular(av) block. The event led to prolongation of hospitalization. One day post index procedure, a new permanent pacemaker was implanted successfully. The subject was discharged on the same day. At the time of reporting, event was considered recovering. It was further reported that on the same day post index procedure, electrocardiogram (ECG) also revealed right bundle branch block and left anterior fascicular block. The previously reported permanent pacemaker that was implanted was a non-bsc pacemaker. The subject was discharged three (3) days post index procedure, not on the same day as previously reported. The subject was discharged with dual antiplatelet therapy on aspirin and clopidogrel for 6 months.

Event description:
(B)(6) post market study. It was reported that complete heart block (chb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. The subject received loading doses of 325 mg aspirin and 600 mg of clopidogrel. An isleeve introducer was placed then a 23 mm lotus edge valve (lot:25153276) was inserted but not implanted and was retrieved due to small sizing. A second 25 mm lotus edge valve (25319444) was implanted successfully into the correct anatomical location. Post procedure event summary: on the same day post index procedure, electrocardiogram(ECG) and echocardiogram revealed new third degree atrioventricular(av) block. The event led to prolongation of hospitalization. One day post index procedure, a new permanent pacemaker was implanted successfully. The subject was discharged on the same day. At the time of reporting, event was considered recovering.